Event description:
Per medwatch mw5106701: patient reports cassette is not working with pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Patient did a new mix with new cassette. Patient was able to continue infusion. Medication is life sustaining. Resolved? Yes; describe in detail any and all damage to the cassette: pump starts to beep and cassette is not being recognize with the pump. No additional information or dates reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No.